Event description:
A female patient reported used suprahyal in knee infiltration and she experienced a knee inflammation that lasted 6 months. No further information about this case. Relatedness of drug to reaction(s): medicinal product: suprahyal 25mg - drug reaction assess: injection site joint inflammation - source of assessment: company - method of assessment: karch-lasagna algorithm (amended) - causality assessment: possible the causal role of sodium hyaluronate in the events developed cannot be excluded as well as the administration.